Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer wants to return the insulin pump because he cannot see the screen. The customer also mentioned that his health care provider ordered the insulin pump, the customer did not request it. No additional information was provided.